Manufacturer narrative:
As received, a complete lead was returned in one piece with the four tines intact. Visual examination found the outer insulation cut consistent with procedural damage. Further visual and diagnostic imaging inspection did not find any other anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of loss of capture could not be confirmed.

Event description:
During follow-up, a loss of capture was observed due to right ventricular (rv) lead dislodgement. Diagnostic imaging was performed and confirmed rv lead dislodgement. The issue was resolved by repositioning the rv lead. At the patients subsequent follow-up, a loss of capture was observed on the rv lead with no indication the rv lead was dislodged. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.